Event description:
Consumer alleges right motor on chair is burnt, possibly during charging. Consumer alleges that he cannot verify when motor allegedly burnt, has allegedly been using another chair for over a year. Consumer called dealer about replacing the alleged burnt motor. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model nutron r32 serial number/date code (B)(4) is approximately 6 years old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.